Manufacturer narrative:
H6: investigation summary: a "correlation/repro/discrepant" result complaint was reported against the bd max instrument, catalog number 441916, serial number (B)(4). Customer reported receiving discrepant results on bd-sars-cov-2 assay. Customer conducted environmental monitoring. Customer reported that em swab came back positive for n1 on transfer pipette. Customer cleaned the instrument and the area and performed environmental monitoring. Instrument was confirmed to be fully functional. No parts were returned to bd for investigation. The complaint is unconfirmed. The root cause is determined to be due to the environmental contamination on the transfer pipette. Investigation consisted of a review of the instrument installation, service history, and related complaint data. No new risks, trends, or hazards were identified. Bd will continually monitor for trend.

Event description:
It was reported that while using the bd instrument max clinical false positive results were obtained by the laboratory personnel. Repeat tests were performed and the results were negative. There was no indication that results were reported out and there was no report of patient impact. Assays used: bd sars-cov-2 reagents for bd max¿ system eua #: (B)(4) the following information was provided by the initial reporter: " it was reported that customer reports discrepant results bd sars cov2 assay. "

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. There were multiple 510k numbers reported to be involved. The information for the PMA / 510(k)#: k130470.

Event description:
It was reported that while using the bd instrument max clinical false positive results were obtained by the laboratory personnel. Repeat tests were performed and the results were negative. There was no indication that results were reported out and there was no report of patient impact. Assays used: bd sars-cov-2 reagents for bd max¿ system (B)(4). The following information was provided by the initial reporter: it was reported that customer reports discrepant results bd sars cov2 assay.